Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tibial loosening at the cement/implant interface. Depuy cement was used. Update recvd (B)(6) 2016- clinical der states patient was revised to address pain and stiffness. Part/lot information was given. The complaint was updated on 1/12/2016. Update rec'd 1/15/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records upon revision there was a lytic area on the patella. At this time the patient's patella and insert are being reported. The complaint was updated on: 1/28/ 2016.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a review of the device manufacturing records (DHR) was already performed as part of this investigation. Please see the attached associated complaint for those results. Details for gentamicin component of combination product: dmf# - 13704 , trade name ¿ gentamicin sulphate , active ingredient(s) ¿ gentamicin sulphate , dosage form - powder , strength ¿ 1.0g active in our cements.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.